Event description:
[Redacted] insertion tlc [triple lumen catheter] 14:14 by fellow [redacted]. Positive blood return on insertion. Night nurse [redacted] performing patency/care, noted no blood return from blue port (flushes easily). Medline notified. Manufacturer response for triple lumen catheter, vantex triple lumen catheter (per site reporter).